Manufacturer narrative:
Citation: belkin d, bental t, palmerini t, kornowski r, codner p. Standard percutaneous transluminal angioplasty versus intravascular lithotripsy to facilitate trans-femoral transcatheter aortic valve implantation in patients with aortic stenosis and severe peripheral arterial disease. J clin med. 2025;14(17):6335. Published 2025 sep 8. Doi:10.3390/jcm14176335 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding two methods to facilitate femoral access in patients with severe peripheral arterial disease undergoing transcatheter aortic valve implantation (tavi). The study population consisted of 518 patients who underwent transfemoral tavi facilitated by percutaneous transluminal angioplasty (n = 352) or intravascular lithotripsy (n = 166). A mix of valve types were used for tavi in the study, encompassing medtronic corevalve/evolut (n = 197), non-medtronic sapien (n = 222), and other/unidentified (n = 92). The following adverse outcomes were recorded after tavi: extended hospital stay, major bleeding, major vascular complications, and stroke/transient ischemic attack. Additionally, the authors observed all-cause mortality rates over a three-year period. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.